Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 25 alarm. It was also mentioned that the customer has power error detected; has changed the battery several times, if he touches a button it goes back to change the battery power error. Blood glucose level was 210 mg/dl at the time of the incident. The insulin pump will be returned for analysis.